Event description:
It was reported by service report that the power coil cord was cut/sheared, foot lift motor was inoperative, and the bed was stuck in a high position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Lift power coil cable.